Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation and to correct information provided in the initial report. Based on the results of the investigation, an abnormal air flow occurred, because the cable of the electropneumatic proportional valve was loose. After the cable was reinstalled, the reported issue did not occur. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 2 years, since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center was unable to confirm the reported event during inspection and testing. However, upon evaluation of the returned device, the unit damper was found damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus, the high flow insufflation unit had abnormal flow with the volume indicator continued to count up even though there was no actual flow rate. It was reported that the patient was not under anesthesia and was no procedure delay. There was no report of patient harm or user injury associated with this event.